Event description:
An attorney's office is filing a letter notice under case reference number (B)(4) alleging that a humidifier was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.